Event description:
Intra-aortic balloon catheter was inserted under fluoroscopy by the physician. When the arterial line tubing was connected to the hub of the manifold, a crack was noted in the threads. The balloon catheter was removed & another inserted immediately. Rptr's institution has filed 4 other reports of this same incidence since 6/95.